Manufacturer narrative:
This value is the average age of the patients reported in the article as specific patients could not be identified. Please note that this date is based off of the date of publication of the article as the event dates were not provided in the published literature. It was not possible to ascertain specific device information from the article or to match what device information was reported with specific patients or the events reported with previously reported events. Correspondence has been sent to the author of the article inquiring about individual patient information and additional information regarding the reported events. The device was used for an off label indication (in addition to on label indications). Concomitant: product ID neu_ins_stimulator, lot# unknown, product type implantable neurostimulator, product ID neu_unknown_lead, lot# unknown, product type lead product ID neu_unknown_ext, lot# unknown, product type extension. (B)(4).

Event description:
Scelzo, e., mehrkens, j.h., botzel, k., krack, p., mendes, a., chabardes, s., polosan, m., seigneuret, e., moro, e., fraix, v.deep b rain stimulation during pregnancy and delivery: experience from a series of "dbs babies". Frontiers in neurology. 2015;6:191. Doi:10.3389/fneur.2015.00191. Summary: we report a retrospective case series of women, followed in two dbs centers, who became pregnant and went on to give birth to a child while suffering from disabling md or psychiatric diseases [parkinson's disease, dystonia, tourette's syndrome (ts), obsessive compulsive disorder (ocd)] treated by dbs. Reported events: - 1 female patient with deep brain stimulation (dbs) experienced a spontaneous abortion of one fetus in the first weeks of a twin pr egnancy. - 1 female patient with deep brain stimulation (dbs) experienced chronic progressive worsening of her dystonia following delivery. This was noted to improve following electrode implantation in the subthalamic nucleus. The authors noted 7428 neurostimulators were implanted in seven patients, a 7426 in one patient, and 37601 in three patients. Further information has been requested; a supplemental report will be submitted if additional information is received.